Event description:
The patient had undergone a laser lithotrypsy. During the subsequent ureteroscopy for stone extraction, the tip of the dual lumen catheter broke off inside the patient. The broken portion was retrieved using an alligator forceps. The patient suffered no adverse effects.